Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and the reported migration and slda were determined to be due to challenging patient anatomy. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed on the medial portion of the valve. However, after removing the gripper line the clip seemed not to be stable and after a while a greater jet appeared. The physician assessed the clip and a single leaflet device attachment (slda) was noted. The clip remained attached to the posterior leaflet only. The physician decided to place a second clip lateral to the first clip in order to stabilize the slda and reduce the lateral jet. After successfully deploying the second clip, the third clip was placed lateral to the second clip to further reduce the lateral jet. To complete the valve treatment, the physician decided to place a fourth clip medial to the first clip to further stabilize the slda and reduce as much as possible mr. Four clips implanted, reducing mr to 2. There was no adverse patient sequela. No additional information was provided.